Event description:
It was reported an intra-aortic balloon pump was alarming "insufficient vacuum" during counterpulsation. The patient was transferred to another intra-aortic balloon pump without incident. There were no patient complications involved. No further details were available regarding the circumstances surrounding this event. The bio-med dept at the user facility evaluated the balloon pump. The compressor was exchanged and the pump functioned as intended and was placed back in service. The operating manual outlines the procedure for locating the possible causes for an "insufficient vacuum" alarm. Co believes the appropriate maintenance of this device could have prevented this event and does not attribute it to the device.